Event description:
It was reported that the patient received a blood glucose result of 200 mg/dl and she took insulin to lower her blood glucose level. Five minutes later she felt symptoms of low blood glucose levels; her blood glucose level was 140 mg/dl at this time. She called for paramedics, who arrived five minutes later and they received a blood glucose level of 40 mg/dl on their meter. She was treated with oral dextrose and she began to feel better. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.